Event description:
It was reported that the device was leaking an undescribed fluid. The event occurred in the central sterile dept while the customer was cleaning it. There was no pt involvement.

Manufacturer narrative:
The device has not yet been returned for evaluation. This report will be updated when the device is returned and the investigation requires an update.